Manufacturer narrative:
The event was reported to have occurred on (B)(6) 2020. Evaluation of device logs indicates numerous "o2 supply failure" and "fio2 too low" alarms were triggered during the time of the event. Evaluation of the device determined that the o2 cylinder used was empty, causing the alarms to be triggered.

Event description:
It was reported that on (B)(6) 2012 a patient expired while being monitored on an sv300 ventilator. The reported event occurred in (B)(6).